Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause for the event could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where [no obvious deviations from instructions for use were identified/the following deviation from instructions for use was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found foreign matter in the auxiliary water tube, cause not identified. There was no patient involvement.